Manufacturer narrative:
A biomérieux internal investigation was performed. Data provided from the tests performed was analyzed, and based on the investigation findings, there was an identification issue only with sample 2. The vitek ms gave single choice to bacillus cereus group instead of bacillus anthracis. Sample 1: there was no issue with the sample 1, as the vitek ms worked as intended, giving no identification because the expected identification is not in the database (tsukamurella sp). Sample 2: conclusion on the system: the system was not operational during the test. The system has been fine-tuned since the date of the test. The spot preparation quality was good. The "all peaks number" from the calibrator strain is homogeneous. Conclusion on the identification: based on the complaint description, the most probable identification is bacillus anthracis. Bacillus anthracis is present in the vitek ms kb 3.0 user manual clinical 161150-556 - b but there is a specific note : "refrain from testing suspected b. Anthracis or y. Pestis isolates on the vitek® ms system. Perform additional tests using other identification methods in the event of an identification result reported by the vitek® ms system as b. Anthracis or y. Pestis." For information, b. Anthracis has been removed from the next vitek ms kb v3.2. Suspected cause of the issue: non-optimal fine tuning; knowledge base limitation. Sample 3: conclusion on the system: the system was operational during the tests. Spot preparation quality was quite good during the day of the test. The "all peaks number" from the calibrator strain is quite homogeneous. Conclusion on the identification: based on the complaint description, the most probable identification is yersinia pseudotuberculosis. Vitek ms worked as intended, as it gave a low discrimination to yersinia similis - yersinia pseudotuberculosis. Yersinia pseudotuberculosis is listed as an identification result, the customer has to select one of the proposed results. Sample 4: there is no issue with the sample 4. The vitek ms worked as intended, as it gave no identification because the expected identification is not in the database (cardiobacterium valvarum).

Event description:
A customer in australia reported identification issues with four (4) external quality control samples in association with the vitek® ms instrument. Sample 1- (date unknown): vitek ms results = no identification; expected identification = tsukamurella sp (qap sample). Sample 2- ((B)(6) 2018): vitek ms results = single choice to bacillus cereus group; expected identification = bacillus anthracis (qap sample). Sample 3- ((B)(6) 2018): vitek ms results = low discrimination to yersinia similis - yersinia pseudotuberculosis; expected identification = yersinia pseudotuberculosis (ssba qap). Sample 4- ((B)(6) 2018): vitek ms results = no identification (x 9); expected identification = cardiobacterium valvarum (rcpa qap sample).